Manufacturer narrative:
The reported complaint is not confirmed. A sample was not provided for evaluation. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. Medical records contain no final culture results from this date or any previous culture results. Medical records do not contain dialysis treatment sheets for review. Medical records do not contain progress notes from (B)(6) 2015 to (B)(6) 2015 for review. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's peritonitis. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler set and the patient's peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2015, a peritoneal dialysis (pd) patient reported cloudy effluent, went to the clinic, had cultures taken, and was diagnosed with peritonitis. The culture results and cause of the peritonitis is unknown. The patient was not hospitalized for the infection and was treated with vancomycin, fortaz, and heparin. As of (B)(6) 2015, the episode of peritonitis has not yet resolved, the patient continues to take antibiotics and perform pd therapy.